Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing increased bladder frequency, and the pt is considering having her scs system removed. The pt had urinary frequency prior to receiving her scs system. The pt also reported she turned her stimulation off, because it is not controlling the pain. Follow up revealed the pt's onset of the issue began a few months after implant, but she has not discussed the issue with her implanting physician, only her regular physician. In addition, her regular physician has suggested a bladder surgery. The pt does not want to bladder surgery at this time.